Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1534501) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the reported event was caused by incorrectly following the instructions for use (IFU), resulting in the device failing to deploy and a hematoma developing. Per the IFU, users are instructed to do the following: "detach shuttle and advance in a continuous motion until a definitive stop is felt to deploy the sealant." Then, "immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle". Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device, the patient developed a hematoma of 6 cm or less. The device was being used for arterial closure with a 6f procedural sheath following an interventional coronary procedure. As reported the physician did not follow the instructions for use. The physician pulled the sheath out before the shuttle down step and attempted to deploy the sealant. The sealant did not grip or seal the artery. The patient developed a hematoma which was resolved with applying manual compression for 30 minutes or less. The patient was described as fine and recovering. Hospitalization was not prolonged as a result of the event.